Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had a system error 21503 (occlusion sensor railed failure) at power up. A review of event history log revealed multiple occurrences of the reported problem. During evaluation, a downstream occlusion calibration was performed with failing results. A visual inspection was performed, and it was noted that the plunger driver flex was not properly secured. The reported condition was verified. The cause of the reported condition was the unsecured plunger driver flex. To resolve this issue, the plunger driver flex was properly secured, and the error code was alleviated. The downstream occlusion calibration was re-performed with passing results. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq syringe pump a system error 21503 (occlusion sensor railed failure) occurred at power up. The process step or if a patient was involved was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.